Event description:
Nurse reported that the customer was hospitalized for high blood glucose and dka. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.